Event description:
It was reported that the smartsite extension set leaked at the filter. Leakage occurred with all administrations between 4 and 7 hours even after the closed system transfer devices were removed. Delays were a result of pausing the drug due to the continuous leaking. The patient¿s oncology team was concerned with her fertility as a result of repeated dermal exposure due to chemotherapy due to the leaking. There was impact reported to the patient and potentially to staff from dermal exposure to chemotherapy.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the smartsite extension set leaked at the filter. Leakage occurred with all administrations between 4 and 7 hours even after the closed system transfer devices were removed. Delays were a result of pausing the drug due to the continuous leaking. The patient¿s oncology team was concerned with her fertility as a result of repeated dermal exposure due to chemotherapy (etoposide) due to the leaking.

Manufacturer narrative:
Additional/updated information: b.5, e.4, g.3.

Event description:
It was reported that the smartsite extension set leaked at the filter. Leakage occurred with all administrations between 4 and 7 hours even after the closed system transfer devices were removed. Delays were a result of pausing the drug due to the continuous leaking. The patient¿s oncology team was concerned with her fertility as a result of repeated dermal exposure due to chemotherapy due to the leaking. There was impact reported to the patient and potentially to staff from dermal exposure to chemotherapy. Received a copy of the customer's medwatch report from FDA which states, ¿at least 4 occurrences of leaking 0.22 bd micron filter when administering chemotherapy agent, etoposide. Potential for patient not to receive intended chemo dose and risk of staff and patient exposure." Received a copy of the customer's adverse event report letter from FDA which states, ¿at least 4 occurrences of leaking 0.22 bd micron filter when administering chemotherapy agent, etoposide. Potential for patient not to receive intended chemo dose and risk of staff and patient exposure."